Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the serter would not release the infusion set. The customer reported that they bled due to issue. The customer reported that they experienced high blood glucose of 443 mg/dl. The customer was assisted with insertion. The insulin pump will not be returned for analysis.